Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A final report will be sent upon completion of investigation.

Event description:
Procedure performed: lap chole. Incident description: clip applier was correctly taken out of the package and handed off to the scrub tech who properly took it out of the packaging. She fired the clip applier once to see what it felt like and I instantly noticed their was no clip that came out. She did not fire it again and I instructed her that pre-loading a clip in the jaws would not allow the applier to go through the trocar. When the clip was going to be used the first time their was no clip in the jaws (I double checked). The surgeon put the applier around the vessel to be ligated and fired twice with 0 clips coming out. Finally on the 3rd try the clip came out. He continue deploying the clip with no further issues, 8 more times. On the 9th clip, while the applier was around a vessel, a clip jammed in the jaws, cocked itself sideways, and was completely stuck in the jaws and around the vessel half closed. The surgeon could not squeeze the handle, or open it due to the clip being twisted sideways and stuck in the jaws. At that time, he asked me what to do and I recommended he stop pulling on the clip to dislodge it and that I open another new clip applier so he can clip the vessel off from another trocar to make sure when the broken clip does come off, he doesn't have bleeding in the belly. Surgeon proceeds to call for his ethicon ligamax to continue the rest of the case. He clips the vessel with the ethicon clips and then starts to work on using an atraumatic grasper to help dislodge the clip stuck on the vessel in the jaws of the clip applier. After about 6-7 minutes he finally gets the clip out of the jaws and tries bringing the clip applier back out through the trocar so he can continue with the case. The jaws will not collapse to allow him to bring our applier back out. They seem to be stuck open with no clip in it. He forcefully holds on to the trocar with one hand and pulls the clip applier out of the trocar. This was a new, first case evaluation, and the opportunity exists no more." Additional information was received via telephone on 15mar2018 at 3:18 pm from applied medical account manager. The account manager performed an in-service prior to the product evaluation. It was reported that the surgeon squeezed the trigger plastic to plastic. It was reported that the surgeon fully skeletonized the vessel with a maryland grasper prior to using the device. The apex of the clip did not close fully on the 9th clip and became twisted sideways and stuck in the jaws. It was reported that the surgeon did not torque the jaws on the vessel prior to the clip becoming stuck. The jaws were around the cystic artery and the ends of the clip were visible prior to activating on the 9th clip. The surgeon spent time searching, using a grasper and removing clips that fell into the body onto the omentum. The patient status is fine and stable. The account manager supplied the products to the facility. The reporter requests that a post evaluation response letter be provided to the facility and surgeon. Patient status: the patient status is fine and stable.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed the reported event. Visual component inspection confirmed that the channel support assembly (csa), a metal component located in the shaft, was damaged. Based on the condition of the returned unit, it is likely that the reported event was caused by the damaged csa, which allowed the clip to travel sideways and jam the device. The root cause of the damaged csa is unknown. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.